Event description:
During the procedure, the surface of the catheter was twisted, exposing the wire. The catheter was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. During the investigation, multiple bends were noted throughout the shaft of the catheter and electrode 5 had been displaced from its original position, exposing the conductor wire. Catheter electrode 5 broke the conductor wire spot weld and adhesive joint; displaced from its groove and moved to electrode 4. Electrode 5 left a groove mark on its original assembly position and, adhesive was noted. Dissection of the kinked sections of the catheter revealed that the flat and the activation wires were kinked at the same place of the shaft kinks. The investigation concluded that the catheter was severely damaged and the displacement of the electrode from its assembly position is consistent with the manipulation of the catheter during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported damage is consistent with damage during use.